Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. While unpacking a 38 x 3.00 promus premier select, the physician recognized deformed stent struts. Another of the same device was used to complete the procedure. There were no patient complications and the patient status is stable.

Event description:
It was reported that stent damage occurred. While unpacking a 38 x 3.00 promus premier select, the physician recognized deformed stent struts. Another of the same device was used to complete the procedure. There were no patient complications and the patient status is stable.

Manufacturer narrative:
Correction to device code: changed code from material integrity problem (2978) to material deformation (2976). Correction to patient code: changed code from no consequences or impact to patient (2199) to no patient involvement (2645) device is a combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 08:34 am CT. The report number is being corrected from: 2134265-2018-64064 to: 2134265-2018-61700.